Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that after an initial implantation in 2014, a revision surgery of an eclipse prosthesis with an universal-glenoid was necessary. It was further reported that the same surgeon who performed the revision surgery has performed the initial surgery in another hospital. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that after an initial implantation in 2014, a revision surgery of an eclipse prosthesis with an universal-glenoid was necessary. It was further reported that the same surgeon who performed the revision surgery has performed the initial surgery in another hospital. No further information received.